Manufacturer narrative:
Product event summary: the controllers (con304331) was returned for evaluation. One (1) hvad pump ((B)(4)) was not returned for evaluation. No device malfunctions were alleged against the pump. Failure analysis of con304331 revealed that the device passed functional testing; however, visual inspection of the controller under 10x magnification revealed hairline cracks around power port two (2). The observed hairline cracks are not related to the reported event. Based on the investigation conducted, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported ventricular fibrillation event. Other devices involved in this event: brand name: heartware ventricular assist system ¿controller 2.0 : controller/ con304331/ model #: 1420/ catalog #: 1420/ expiration date:04/30/ 2018, UDI #: (B)(4), device available for evaluation: yes, return date: 01/12/2018, device evaluated by manufacturer: yes, device mfg date: 04/30/2017, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Death due to ventricular arrhythmia. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient was newly implanted with pump on (B)(6)2017. It was further stated that the patient went into ventricular fibrillation (vfib) after protamine, and subsequently expired on (B)(6) 2017. No further information has been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.